Event description:
Event description guidant received information that this right ventricular lead had an impedance greater than 2500 ohms. The physician suspects a lead fracture. The pacemaker is on an advisory. There are no complaints against the device. There were no reported adverse patient effects or loss in pacing therapy.